Manufacturer narrative:
(B)(4) final report. The revision was only required as a prevention for infection. The patient fell post primary and popped open the surgical wound. A washout and head / liner exchange was performed. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to specification at the time of manufacture. This revision was a preventative procedure due to the patient falling and exposing the surgical wound. A washout and revision was performed solely to prevent infection and was not linked to the device design or performance and thus no further investigation is required. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and cocr modular head due to the patient falling and opening the wound, washout with head and liner exchange to prevent infection.

Event description:
Trinity revision of the ecima liner and cocr modular head due to the patient falling and opening the wound, washout with head and liner exchange to prevent infection.

Manufacturer narrative:
Per -7389 initial report the revision was only required as a prevention for infection. The patient fell post primary and popped open the surgical wound. A washout and head / liner exchange was performed. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.